Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a roux-en-y procedure involving the stomach and jejunum. During the over-sewing of the anastomosis of the stomach and jejunum, the device dropped the needle half way through sewing before the stitch could be completed. Another reload was loaded to complete the procedure. The handle felt different than usual when passing the needle back and forth. The patient was not injured.